Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was one unexplained pump reboot observed in black box download. The battery compartment was cracked below and above the bumper pad and the threads on the battery cap were stripped. The battery cap was unable to maintain an electrical connection; therefore power loss and reboots were duplicated. The battery cap measurements were within specification, but a test cap was used for testing purposes. The pump powered on normally and was exercised for 24 hours with the test cap and no further power issues occurred. The pump passed a delivery accuracy test and was found to be delivering within required specifications. There was no evidence of moisture found in the battery compartment, but a leak was found during the leak test. The pump was opened and no evidence of moisture or damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 600 mg/dl with large ketones, blurred vision, polydipsia, polyuria and nausea associated with an intermittent power issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the battery compartment was cracked with moisture observed inside and the battery cap was unable to fully tighten to the pump; resulting in intermittent power to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of damage and intermittent power to the pump.